Event description:
The report is from the study. The pt is a male with a history of hypertension, smoking, diabetes. Blood pressure at baseline was 166/106. Lvf was 35%. The target lesion was the mid left anterior descending artery. The vessel diameter was 3mm and the lesion length was 15mm. The lesion was a total occlusion, irregular contour, not angulated, eccentric and had moderate calcification. The lesion was pre-dilated with a 2 x 20mm balloon at 12atm. A cypher 3.0 x 23mm, was deployed in the lesion at 14atm. Timi flow post-procedure was 2. Four months after the index procedure, the pt had a re-ptca of the distal left anterior descending artery. The pt had a catheterization following a thalium scan demonstrating anterior ischemia. There is no indication of how close the restenosis of the distal lad was to the index cypher. The pt was discharged the following day in good clinical condition. There is no add'l info.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.